Event description:
Ev3 protege everflex stent system would not deploy; the retracting mechanism would not slide back at all. The device was removed from the patient and replaced with a new device. The patient was not harmed, and there has been no response from the manufacturer regarding this failure.